Event description:
It was reported the devices were used during a laparoscopic burch procedure. It was reported the balloons on two ted12 devices burst upon inflation while creating the space. A third ted12 was opened to complete the procedure. There was no consequence to the pt.